Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter received. It was reported that the patient experienced elevated metal ion levels, adverse metal reaction to metal debris from hip implant requiring revision surgery. Doe: (B)(6) 2009 ;(unknown hip).